Manufacturer narrative:
Method - a review of the manufacturing records for the device has been conducted. Results - a review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications. Additional devices related to this event include: pxt261416/04431112. Pxc201000/03624892. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and / or require intervention include but are not limited to: endoleak, aneurysm enlargement. Additionally, the IFU provides that the aortic extender endoprosthesis (aortic extender) provides an extension of approximately 1.6 cm or 2.2 cm of the leading (proximal) end of the trunk-ipsilateral leg endoprosthesis (trunk).

Event description:
On (B) (6) 2006, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. An aortic extender component was implanted to extend the distal end of the contralateral leg component in the right common iliac artery. The patient tolerated the procedure. On (B) (6) 2010, the patient underwent a reintervention to treat the type I endoleak. Additional gore excluder aaa endoprosthesis were implanted to reline the original devices implanted in the right common iliac artery. The patient tolerated the procedure and the endoleak was resolved.